Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
It was originally reported that the device would be returned for evaluation, as the customer wanted the device evaluated for possible thrombus due to several episodes of sub-therapeutic inr levels that were bridged with heparin. However, the device was not returned. Based on the manufacturer's experience and similar reported events, sub-therapeutic inr can result in thrombus. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was explanted for transplant on (B)(6) 2014 and had no acute issues; however, the vad coordinator has requested the pump to be evaluated to rule out clot, as there were several episodes of sub-therapeutic inrs which were treated with IV heparin bridge. Post-transplant the pt is still hospitalized, but stable.